Manufacturer narrative:
Medwatch sent to FDA on 06/09/2016. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. A review of device labeling shows: warnings and precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms.

Event description:
Reported as: a patient with the orbera intragastric balloon had an "increase of volume of balloon. Air inside it in a great quantity." The balloon was removed.